Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement procedure. The suture of a proglide device was successfully pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. Reportedly, the suture from another proglide was placed post-closure; however, hemostasis was not achieved. Manual compression was applied and hemostasis was achieved after 30 minutes. Later on, the patient was complaining of leg pain in the right leg. An ultrasound was done at the access site, and it was found that flow was cut off. Patient was taken to surgery, and a separated footplate was removed. Hemostasis was achieved by the surgical intervention. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.